Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose below 40 at the time of the incident. The customer wearing the insulin pump and a sensor during the incident. Troubleshooting was not completed as the customer declined. The emergency room stuff lost the customer's transmitter. The insulin pump will not be returned for analysis.